Event description:
It was reported the procedure was to treat the left heart. During advancement of the versacore guide wire there was resistance with the catheter and the tip coils separated. Resistance was noted during removal of the guide wire from the catheter however it was able to be removed in one piece without medical intervention. A new guide wire was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance or remove could not be tested as it was based on operational context. The reported break could not be confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the catheter met resistance with the guide wire during advancement and removal, resulting in coil separation. Analysis of the returned wire noted bends on the distal end. This type of damage can be cause by mishandling during preparation or interaction between with wire and the anatomy or accessory devices. Bends on the wire would impact its clearance with the catheter, contributing to resistance. Additionally, analysis was unable to confirm coil damage or break. The account confirmed the correct device was returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling.